Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. The caller reported her device was not working. The caller clarified when programming was set up in the health care professional (hcp) office it initially worked but when she got home, it was no longer helping her symptoms. The caller said the patient programmer (pp) showed on and ok. The caller went to the hcp for 2 more programming sessions but it was not resolved. During the call the patient mentioned she could not write. The hcp did a CT scan 2 weeks prior to see if the lead had moved but the patient did not have the results. The caller was redirected to follow up with the hcp regarding the CT results and symptoms. The caller mentioned having a previous nickel reaction and was worried nickel may be contributing to the therapy issue. Product specifications were reviewed with the patient. No further complications were reported or anticipated.